Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump sustained damage to the screen, rendering it illegible. The caller stated that the customer had fallen and dropped the insulin pump, and now, the insulin pump did not work, showing a black screen. The customer's blood glucose was 168 mg/dl. The caller stated that when the customer fell, the cord got caught and he tripped. The caller was unable to read the insulin pump screen. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.